Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of excessive posterior tibial slope of the tibial insert combined with ie misalignment, which allowed for excessive posterior contact between the femoral component and the tibial insert on the medial aspect leading to catastrophic wear of the uhmwpe tibial insert.

Event description:
Revision of knee components, reason not reported.